Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred on a trilogy 100 device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician replaced the device's blower motor to address the issue. Additional findings not related to the malfunction/issue a noise and the speaker was not working on the device. The manufacturer's service technician replaced the device's speaker to address the issue.